Event description:
During the procedure, the cashmere microcoil ((B)(4)) did not detach although pressing the detachment button over 20 times. First, the enpower control cable ((B)(4)) was replace for a new one (lot unknown), but the situation was the same. The procedure was continued using an unspecified competitor's product with the new cable, and was successfully completed with no further issues. Afterwards, the procedure was successfully completed without any further issues. The complaint product was safely removed from the patient and there was no patient injury/complications reported. It is unknown how many coils were placed in the aneurysm during the procedure. It is also unknown if the detachment control box (lot unknown) was replaced or not. The products were new and were stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the products by visual inspection. Pre-deployment electrical check was performed and no issues were noted. There was no stretching or unintended detachment observed in the aneurysm or in the excelsior sl10 microcatheter (stryker). It is unknown if the microcatheter was re-shaped or not. It is also unknown if the coil remain attached to the dpu. The procedure was coil embolization of unspecified artery aneurysm that was not calcified and moderately tortuous. Access was obtained from the femoral artery. The complaint products are going to be returned for evaluation. No additional information was available.

Manufacturer narrative:
Please note that after confirming the reason why the coil was not returned for analysis, the event does meet the criteria for reporting becuase the coil was detached at the target site. Therefore, no further information will be forthcoming.

Manufacturer narrative:
Concomitant medical devices: empower cable, dcb and excelsior sl10 microcatheter. The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.